Event description:
It was reported that during an subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure, this electrode exhibited a high withing range impedance measurement greater than 140 ohms. The electrode was noted to have been implanted using a single incision technique and was found under fluoroscopy to be in suboptimal position. This electrode was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned.